Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter found on it before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: one empty 3ml bd syringe -luer lock in tray was found with some type of contaminant. Please note that all of the issues were detected prior to filling products into them so no patient safety was affected.

Manufacturer narrative:
H.6. Investigation: one loose 3ml syringe was received and evaluated. It was observed there were multiple borwn embedded foreign matter particles present in the barrel. The particles varied in size and location extending from the bottom to the top of the barrel and in the flange. At least 3 particles were larger than level 3 in size and were rejectable per product specification. The barrel was from mold c-238 cavity 78. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter found on it before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: one empty 3ml bd syringe -luer lock in tray was found with some type of contaminant. Please note that all of the issues were detected prior to filling products into them so no patient safety was affected.